Manufacturer narrative:
(B)(4). The customer contacted the nurse regarding the reported use error. The nurse stated that she was not aware of this issue but recently spoke to the patient and she is doing fine and continuing therapy. This complaint for use error was confirmed. The cause of the use error is undetermined. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
During troubleshooting for a related report, the caregiver (cg) stated he had been removing the heater bag and replacing it with the supply bag to resume and complete therapy. The technical service representative (tsr) explained that by disconnecting and reconnecting bags, he potentially contaminated the set up. The tsr advised the cg not to do this in the future and to let the nurse (rn) know of this incident. There was no patient injury or medical intervention.